Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and a nalyzed.analysis of the device memory indicated oversensing associated with the right ventricular lead. Eight non-sustained tachycardia episodes with v-v intervals <(><<)> 220 ms (B)(6) 2016.

Event description:
It was reported that the patient's right ventricular (rv) lead had insulation damage possibly from subclavian crush, sensing integrity counter (sic), noise and non-sustained ventricular tachycardia episodes. The lead was capped and replaced because the helix would not retract. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.